Event description:
It was reported that the patient faced an event where there was leaking at site which led to high blood sugars treated by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.